Manufacturer narrative:
H6- medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an aneurysm in the right coronary artery with mild calcification and moderate tortuosity. The 3.5x16 mm graftmaster covered stent did not cross the lesion due to the anatomy, even after constant pushing. Another graftmaster covered stent was used to treat the aneurysm and complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. The device was received and the hypotube was separated. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The observed material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance and observed material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 1494 removed.

Event description:
It was reported that the procedure was to treat an aneurysm in the right coronary artery with mild calcification and moderate tortuosity. The 3.5x16 mm graftmaster covered stent did not cross the lesion due to the anatomy, even after constant pushing. Another graftmaster covered stent was used to treat the aneurysm and complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. The device was received and analysis found the hypotube was separated.